Event description:
It was reported that a user experienced recurrent ilet pump malfunctions despite prior firmware updates, including repeated alert 75 prompts to restart, and the device continued to display the alert after multiple restarts, leading to replacement of the pump and instructions on shutdown, data syncing, return, and re-startup procedures. Symptoms included no reported blood glucose impact. Outcomes included shipment of a replacement device and continued cgm use via the dexcom app or receiver. Investigation included review of tracking and logistics for the replacement and return processes. Investigation of this device revealed a restart alarm consistent with a device malfunction associated with an internal power or communication fault. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.